Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated an "unable to calibrate sensor iab" alarm and was unable to obtain ECG trigger but the arterial pressure trigger was available. The customer informed the company representative that the patient was very sick. The patient was switched to another iabp and the alarm was generated again. No patient injury was reported.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company representative was contacted in order to obtain additional information. A supplemental medwatch will be submitted when additional information becomes available. (B)(4).